Event description:
A rep brought in ms26 for investigation. Device reported alleged to have been involved in a suspicious death of a pt. Infusion of 10mg diamorphine over 24 hours - device investigated by MFR in presence of rep from user facility - no faults found which would lead to alleged fault.